Manufacturer narrative:
Insulin pump was received with missing segments/partial display due to cracked lcd glass. Unit was received with cracked select button keypad overlay.

Event description:
The customer reported via phone call that their insulin pump was cracked. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that damage was on display screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.